Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvad), serial number (B)(4), and the report of pericardial effusion, tamponade, right heart failure and peripheral edema could not be conclusively determined through this evaluation. It was communicated that the patient had pericardial effusion with signs of tamponade on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. On (B)(6) 2020, the patient had right heart failure. Peripheral edema was also observed. On (B)(6) 2020, the patient reportedly had pericardial effusion. It was noted that surgical intervention was required for the pericardial effusions. The patient remained ongoing on mlp-017191 until ultimately expiring on (B)(6) 2021. The current heartmate 3 lvas IFU lists right heart failure and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, "introduction." ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure, as well as possible treatments. The relevant sections of the device history records for mlp-017191 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 the patient had pericardial effusions and showed signs of tamponade. They had an operation. There was no association between the pericardial effusions and the pump. On (B)(6) 2020, the patient had right heart failure and peripheral edema. The causal relationship with the device was considered low but could not be denied.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.